Event description:
It was reported that: "broken screwdriver handle; would not hold screwdriver shaft."

Event description:
Caller states patient received the following results on the advantage system within 10 minutes: 41 mg/dl, 34 mg/dl, and 94 mg/dl. The results were obtained using venous blood. Patient was hooked up to a cardiac monitor while being tested on the advantage system. Patient tested 101 mg/dl at the hospital (timeframe between advantage results and hospital result was not provided). No actions taken based on device results. No medical treatment required. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.